Manufacturer narrative:
The subject device was disposed of by the hospital.

Event description:
It was reported that during procedure, the retriever (subject device) got stuck in the m1 segment of the left middle cerebral artery (mca). The physician was able to pull the retriever out; however, the patient suffered a left m2 branch rupture. No medical intervention was performed and the rupture resolved on its own. No further treatment was performed as the patient had a pre-existing directive in place. On an unspecified date after the procedure, the patient died and the cause of death was not reported. The physician's opinion that was reported indicated that the patient's death was unrelated to the device. No further information is available.

Manufacturer narrative:
Correction: outcomes attributed to ae and type of reportable event.

Event description:
It was reported that during procedure, the retriever (subject device) got stuck in the m1 segment of the left middle cerebral artery (mca). The physician was able to pull the retriever out; however, the patient suffered a left m2 branch rupture. No medical intervention was performed and the rupture resolved on its own. No further treatment was performed as the patient had a pre-existing directive in place. On an unspecified date after the procedure, the patient died and the cause of death was not reported. The physician's opinion that was reported indicated that the patient's death was unrelated to the device. No further information is available.

Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. The reported hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. In addition, it is undeterminable what caused the subject device to be difficult to withdraw from the vessel.

Event description:
It was reported that during procedure, the retriever (subject device) got stuck in the m1 segment of the left middle cerebral artery (mca). The physician was able to pull the retriever out; however, the patient suffered a left m2 branch rupture. No medical intervention was performed and the rupture resolved on its own. No further treatment was performed as the patient had a pre-existing directive in place. On an unspecified date after the procedure, the patient died and the cause of death was not reported. The physician's opinion that was reported indicated that the patient's death was unrelated to the device. No further information is available.